Event description:
Reported via medwatch 3400690000-2013-8017. It was reported that the filterwire was torn at the distal end. A filterwire ez 190cm was utilized during an atherectomy procedure. When the device was removed from the patient, it was noted that the filterwire was torn at the distal end with plaque tissue protruding out.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).